Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the actual device was returned for evaluation. Visual analysis of the device revealed no significant damage or visual defects. The device showed minimal wear, witness marks such as scratches and abrasions near and around the saw lever were found consistent with attempts to pry the lever open. Functional analysis found that the clamp lever was free to articulate without the saw handpiece engaged. The saw clamp lever joint was lubricated with medical grade lubricant and the production equivalent saw handpiece was assembled with the sasi. During assembly, a significant amount of force was needed to close the clamp. The assembly was secure and rigid once the saw clamp was engaged and there was no looseness felt between the saw and the sasi. During disassembly, the lever required significant force to open. Although the saw clamp lever on the sasi required the use of both hands to leverage open making it difficult to assemble and disassemble with the saw, no defect with the sasi clamping mechanism was found. The tightness of the saw clamp on the sasi, while engaged with the saw handpiece, is inherent to the tight tolerances between the mating components to not allow for mechanical play with the saw handpiece. The sasi clamping mechanism functions as design intended. The reported condition was not confirmed. Therefore, an assignable root cause was not determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during equipment set up, it was observed that the robotic assisted saw interface device was very loose on the saw side. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.